Manufacturer narrative:
Corrected information: h3. Yes. H6. Investigation findings: 3252. Investigation conclusion: 61. Visual inspection confirms that the distal tip has sheared off. The shaft leading to the tap is also bent. The cause of this bend and break is likely due to off-axis force applied while tapping which can increase torsional loads at the shaft-tap transition, resulting in torques higher than the design can withstand. Review of device history records showed no manufacturing or processing related irregularities. Labeling review: warnings/cautions/precautions: risks identified with the use of these devices, which may require additional surgery, include device component failure, loss of fixation/stabilization, non-union, vertebral fracture, neurological injury, vascular or visceral injury. Possible adverse effects: initial or delayed loosening, disassembly, bending, dislocation and/or breakage of device components.

Manufacturer narrative:
The device is currently being evaluated. A follow-up report with the results of the investigation will be submitted upon completion.

Event description:
It was reported that the tip of the tap broke off when tapping. The broken piece remains in the patient.